Manufacturer narrative:
Final analysis found a complete lead returned in two pieces. External insulation abrasion was noted from 7.9 cm to 8.1 cm from the connector pin, consistent with friction against the pulse generator can. This is consistent with the observation from the field of noise. All other damage found was sustained during surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the asymptomatic patient presented to the device clinic. Upon interrogation, the right ventricular lead exhibited noise leading that was oversensed and resulted in pacing inhibition. Programming changes did not resolve the issue, so the lead was removed and replaced. The patient remained asymptomatic during and after the procedure.